Event description:
User while attending camp received a freestyle reading of 137 which is normal for them. User then had a diabetic seizure and was treated with glucagon and had to leave camp. Time between reading and seizure was approx within an hour. User doses with two insulin shots per day. Control tests for device were within range.